Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at below nominal pressure, the balloon ruptured immediately. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.